Event description:
A report was received that the patient was explanted because the middle incision had opened and the leads were exposed. The device was working properly and the patient was receiving stimulation and there were no signs of infection. The patient is doing well after the surgery.

Manufacturer narrative:
Additional medical device components involved. Model: sc-2208-70, description: linear st percutaneous lead 70 cm.